Event description:
Customer reportedly obtained a result of 3.5 inr on the coaguchek xs system and 2.3 inr on a professional device during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.